Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30342102m number, and no internal action related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient ((B)(6) kg) with history of hypertension and high cholesterol, underwent a premature ventricular contractions (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase pericardial effusion was noticed. There were no visible signs on the patient. Intracardiac echo (ice) was done and revealed cardiac tamponade. Pericardiocentesis was performed to remove about 100cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. There¿s no indication that extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it happened due to high wattage when he went to 50 watts. No bwi product malfunction nor error messages were reported. Transseptal puncture was performed with an abbott brk xs transseptal needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 15ml/min. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were distance 3mm, time 3 sec, force over time 25% 3grams. Ablation index was used prospectively as color option. No other visitag filters were used.